Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# j0348986v serial# implanted: 2004 (B)(6) explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had fallen and broken their leads in early (B)(6) 2012. They reported, with this, that they would get shocked while sitting. They had a replacement implantable neurostimulator (ins) implanted on 2012 (B)(6)., but the older ins was not removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.